Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se noticed one of the connectors came unsoldered from the compressor motor controller printed circuit board (pcb). The se replaced the compressor. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the compressor on a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.